Event description:
Information received by medtronic indicated that insulin pump alarmed motor error and had issue during prime process. Customer stated that the insulin pump had squirt insulin out of infusion set with priming. Customer also reported that the battery cap did not screw in correctly. Customer declined troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.